Event description:
The customer called with a complaint that the readings were too high as compared to readings done by the doctor. During the trouble shooting process, it was determined that the electronics of the meter were not functioning within the specified range. A request was made to have the unit returned for eval. In the meantime, a replacement unit was provided and the customer was invited to contact the 24/7 customer service line should any problems or questions arise.